Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a clearlink, continu-flo solution set. Would not prime. The event was further reported as the intravenous set was prepped and inserted into the IV bag. The drip chamber was filled and clamp opened. The fluid would not run from the drip chamber into the tubing. There was no patient involvement. No additional information is available.